Manufacturer narrative:
Report number: 1038671-2024-00997 multiple MDR reports were filed for this event, please see associated report: 1038671-2024-00997. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left knee replacement procedure on (B)(6) 2019 and then was revised 4 years and 3 months later, on (B)(6) 2024. Implanted device information is not able to be determined from the information provided. Patient has experienced polyethylene prosthesis wear, component loosening, synovitis, osteolysis, pain and failure of implant. The mostly likely cause for the revision reported due to prosthesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided. No further issues or complications were reported. No additional information is available.